Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5149970.

Event description:
It was reported that an alert was received due to the patient exhibiting out of range intrinsic amplitudes. The patient was noted to be in chronic atrial fibrillation (af). It was determined that there was under sensing occurring in some of the af episodes. No intervention was performed. There were no patient consequences.